Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by hte manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door she found fluid leaking from a break on the hard plastic bubble of the cassette. The patient was advised to contact her pd nurse. The set has not been made available for evaluation. During follow up, the patient's pd nurse reported that the patient did not have any sign of infection. She was not prescribed antibiotics. No adverse event reported at this time.